Manufacturer narrative:
Event date: (B)(6) 2019. Date of the report: 13jan2020 .

Event description:
The customer reported that the ventilator alarmed with an error while in use on patent. The field service engineer (fse) did not go to the hospital to check the equipment and could not determine the fault and cause. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer repaired the unit by themselves without providing relevant information. The equipment has been returned to normal. Patient information and event date were requested from the customer, but no response received.